Manufacturer narrative:
H3, h6: one aircast venapro system was returned for evaluation. Left pump battery didn't last 8 hours; right pump tested good for 8 hours.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the batteries were making noise and getting really hot, causing discomfort. No further information is currently available.